Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was no way to determine if the device contributed to the reported event. A review of the customer provided image found labelling confirming the product identification information. The device has been deployed, but the anchor is not pictured. There is a section of suture near the top of the image that appears to have debris. A visual inspection of the returned device found that it is not in its original packaging. The anchor was not returned with the device, but the sutures are still connected in a continuous loop to the handle of the device. The sutures on this device pass through the anchor, and can only remain in a continuous loop if the anchor is broken from the suture, or the sutures have been removed from the handle of the device. This confirms the fracture of the anchor. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed, but the root cause could not be determined. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. Our clinical investigation concluded: a review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a patellar dislocation surgery, the anchor of the osteoraptor was fractured. The procedure was successfully completed with non-significant delay using a back-up device. The back-up device was used in the originally bone hole. All the pieces were removed from the patient with tweezers. No other complications were reported. The patient has recovered and been discharged from hospital.

Event description:
It was reported that during a patellar dislocation surgery, the anchor of the osteoraptor was fractured. The procedure was successfully completed with non-significant delay using a back-up device. The back-up device was used in the originally bone hole. All the pieces were removed from the patient with tweezers. No other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(6).